Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the sponge from the biopsy cap dislodged and fell down inside the working channel of the endoscope. The procedure was completed with a new device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the sponge from the biopsy cap dislodged and fell down inside the working channel of the endoscope. The procedure was completed with a new device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of sponge detached. According to the complainant, the suspected device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.